Event description:
It was reported that the patient had expired during his sleep. Prior to expiration, the patient had been hospitalized for a month due to nausea and vomiting. It was noted that the patient was chronically ill. The patient's healthcare provider has no reason to believe the patient's enterra device system had anything to do with the cause of death. Further information is being requested.